Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Patient and initial reporter information is unavailable. Additional information may be added.

Event description:
It was reported the ipg failed to establish communication with the clinician programmer prior to the procedure. Reportedly, electrocautery hadn't been used during the time of the event. Troubleshooting was tried to no avail. As a result, the device was not used and another ipg was implanted, which resolved the issue.